Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is missing. 1 remaining sensor performed bicarbonate buffer test per dop114-830. Sensor passed per spec with accurate readings.

Event description:
Customer reported via phone call that her sensor glucose level was 70 mg/dl and blood glucose level was 144 mg/dl. Customer recorded another reading, her sensor glucose was 63 mg/dl and blood glucose level as 162 mg/dl. After troubleshooting, customer was advised that the sensors will be replaced. Customer agreed to return the sensors for analysis.